Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The power unit's voltage was insufficient, and the unit¿s igniter was faulty, resulting in an occasional inability to light the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic laparoscope procedure, the evis exera ii xenon light source, while being used with an evis exera ii video processor unit, found that the lamp light would not light up. The intended procedure was completed successfully with the same set of equipment with no delay. The patient was not under sedation, and there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty igniter supply insufficient voltage. However, the cause of the faulty igniter was not established at this time. Olympus will continue to monitor field performance for this device.